Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance on this right ventricular (rv) lead was intermittently out of range. The patient was evaluated in clinic. It was noted that the out of range impedances were observed on vectors using the proximal coil, therefore the cardiac resynchronization therapy defibrillator (crt-d) was programmed with a distal coil to device configuration, which had acceptable impedances. The crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance on this right ventricular (rv) lead had been intermittently out of range for several months. The patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to a distal coil to device configuration in november to address the issue. Subsequently, the patient presented for additional evaluation due to noise and oversensing observed on the rv channel. Isometrics and pocket manipulation were performed, but only a single discrete noise event was reproduced. The crt-d and rv lead remain in service. No adverse patient effects were reported.